Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following treatment of the left superior pulmonary vein (lspv), the guidewire could not be advanced or retracted in the catheter and was stuck. The catheter was removed, but the issue could not be resolved outside of the patient. Tissue was seen at the tip of the device. The catheter was replaced, and the procedure was completed without patient complications. The catheter is not expected to be returned as it was disposed.